Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows the cutting edge sheared off from the remainder of the part. It is possible that the break in the mill bit was due to excessive sweeping; however, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during surgery a mill bit broke and entered the patient's spinal canal. The mill bit was retrieved using suction. The patient lost right arm and foot motors and following surgery, the patient was was admitted to the ICU for loss of motion of the right arm and foot.